Event description:
Reporter indicated a vns magnet was cracked and no longer performing as intended. The magnet was replaced. Attempts for further information are in progress.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.